Event description:
It was reported that patient presented to vcu from mwh transfer. Surgeon seen patient blood work showed high ion levels. Surgeon wanted to revise it from metal on metal. No further information available. Unknown ion level, have to inavite with hospital. Sleeve is not able to be seen for info. In der, acetabular cup was loose in non cemented interface. Doi: early 2000 dor: (B)(6) 2021 left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, it was noted that the hip femoral stem was not showed in the photograph, therefore an evaluation cannot be performed at this time. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.